Event description:
"During ercp (endoscopic retrograde cholangiopancreatography), cutting wire on sphincterotome noted to be detached on one end and sticking out, posing a risk of perforation or harm to patient. Sphincterotome was able to be pulled into scope channel by physician and no evident harm was caused to patient. Product information: cook medical tri-tome pc triple lumen sphincterotome. Lot # w4865325". Manufacturer response for cook medical tri-tome pc triple lumen sphincterotome, cook medical tri-tome pc triple lumen sphincterotome (per site reporter). Per site, "we do not have any information on this issue. No product complaint form filled out to identify these identifiers. The product code for this is g22557. The MFR was not notified, nor was the product sequestered."